Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that following iol implantation the patient experienced toxic anterior segment syndrome (tass). Membranes and debris were washed out, I/a performed and patient was treated with intracameral steroid and antibiotics. A high dose topical steroid was prescribed. The inflammation is controlled and the iol remains implanted. Additional information was requested, but not received.

Event description:
Additional information was received. Patient outcome after treatment indicated as other than macular edema the eye appears normal. This was the second operated eye and the patient developed macular edema in both eyes. Va at one (1) month post op was visus 0.6. Additional information was requested, but not received.

Manufacturer narrative:
Corrected b4 updated g6, h2 and h11.